Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that in the beginning it seemed like it was working pretty well but then they started to have extreme urgency waking them up at night. Patient said they went to their managing health care provider for a follow up and the healthcare provider advised them to decrease the stimulation. Patient stated they think that made it worse. Patient mentioned that since then they have been on program gradually increasing the stimulation and recently changed programs. Patient has had some improvement but still experiences urgency especially when away from home and they are also waking up a lot at night. Patient reported an unpleasant sensation that was described as an electrical bolt that lasted for 10-15 mins, but resolved with a decrease in stim. Patient was repeatedly asking for data about common programs, settings, etc. Reviewed that we do not keep medical records or track of patient settings here and that the therapy is unique to each patient. The patient was redirected to their healthcare provider to further address the issue. Patient will maintain stimulation level and will continue to track symptoms. Caller will maintain stimulation and adjust as nece ssary.